Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the hcp was still to deciding if they wanted to change the active electrode or not. They planned to attempt to resolve the impedance issue when the patient has a battery change once this battery is depleted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's implantable neurostimulator (ins) battery was depleting unusually fast. The patient's settings were not very high. An estimated longevity calculation was performed indicating 3 years, 5 months until end of service (eos). However, the current longevity would only reach approximately 2 years after implant, indicating the ins does seem to be depleting faster than expected. It was noted that there was high impedance on bipolar contact 1 on the left subthalamic nucleus (stn). Furthermore, contact 1 and 9 showed relatively high impedances compared to the others.